Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer declined a follow-up call with tandem technical support. There was no reported adverse impact to the customer¿s blood glucose level.